Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, the adapter was partially taken apart to allow the reload to be removed. The articulation mechanism was found to be out of home position. The adapter was reassembled, connected to a medtronic representative handle, and the device calibrated correctly. It was reported that the adapter and cartridge were forcibly removed while the cartridge remained bent approximately 40 degrees to the left then the switch stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of universal asynchronous receiver/transmitter (uart) communications error and articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigphandle, sig power sigphandle handle (serial# (B)(6); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when attaching the powered handle and adapter, then the 60 mm reload, the opening and closing confirmation appeared, which was also checked on the handle¿s display. It was left in that condition, but for some reason, the adapter and cartridge were forcibly removed while the cartridge remained bent approximately 40 degrees to the left. After that, the switch stopped working, and it had to be taken down in an unclean manner. The handle was restarted, but the adapter was already damaged. A new device from a different manufacturer was used to resolve the issue. There was no patient involved.